Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for carcinoembryonic antigen (cea). The erroneous results were reported outside of the laboratory. The initial cea result from the e601 analyzer was 15.9 ug/l. This result was reported outside of the laboratory. On (B)(6) 2015, the patient went to another laboratory where the cea result from a siemens analyzer was 1.6 ug/l. On (B)(6) 2015, the original sample from (B)(6) 2015 was repeated twice on the e601 analyzer with results of 16.15 ug/l and 16.27 ug/l. An aliquot of this sample was sent to the external laboratory with the siemens analyzer and the result was 2.0 ug/l. No adverse event due to the device was reported. The e601 analyzer serial number was (B)(4). Quality controls were acceptable. Analyzer maintenance has been performed on schedule.

Manufacturer narrative:
It was noted that the patient had a pet scan on (B)(6) 2015 based on the high cea result from the roche device. No further details were provided. A sample was submitted for investigation. The investigation was able to reproduce the customer's cea results. A reagent specific issue was not identified.

Manufacturer narrative:
The sample was tested for an interference. No interference was identified in the patient sample. The antibodies used in the roche cea assay are designed to recognize the non-specific cross-acting antigen (nca-2) which was found to be a benefit in early detection of colorectal cancer metastatis and relapse. The siemens centaur assay uses antigens with a different recognition. Differences in cea results may occur when the sample is measured with different assays. This is addressed in product labeling.